Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and remains unknown. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, there was a no flow event that occurred after using a csi coronary orbital atherectomy device (oad). The target lesion was heavily calcified, 90% stenotic and 20mm in length. It was located in the distal left main artery which had a reference vessel diameter of 2.75mm. The physician used a 6fr guide catheter and a prowater guide wire to access the lesion. The prowater wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed and one run at high speed for a total run time of 70 seconds. After the third run, a no flow event was observed. An aspiration catheter was used and successfully resolved the event. The patient status remained stable throughout the procedure. Requests for additional information were made, but were denied due to facility internal policies.